Event description:
It was reported that the pump seemed to loose an accurate pressure reading after air bubble went into the line. This caused a large amount of fluid use after that event occurred and the shoulder was more swollen that in previous cases.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.